Manufacturer narrative:
Additional information: two images were provided for review. Both images were of the distal section of a guide catheter. The distal section of a snare appeared to be exiting the guide catheter. The dislodged stent appeared to be loaded on the snare. There appeared to be deformation evident to the stent wraps. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous, severely calcified lesion located in the proximal right coronary artery(rca), left anterior descending artery (lad) and circumflex (cx) artery exhibiting 80% stenosis in the rca and left circumflex (cx) artery and 90% stenosis in the lad. The device was inspected with no issues noted. The lesion was not pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent dislodgement in vivo occurred during delivery to/at lesion. It was stated that when the stent was about to be expanded, the guidewire jumped and the stent was dislodged from the balloon. The dislodged stent was found in the kidney. It was stated that a vascular surgeon was consulted and the dislodged stent was taken up to the femoral artery and it was removed. It was also noted that the stent was damaged. No further injury was reported.

Manufacturer narrative:
Product analysis summary: the device returned with a complete cut on the distal shaft proximal to the proximal balloon bond. The material on the cut site was smooth and even, characteristic of being cut with a shaft instrument. Blood was visible in the guidewire lumen. A kink was evident on the distal shaft. The stent was not present on the balloon. The balloon folds were partially expanded. Crimp impressions were visible on the exposed balloon surface. The inner lumen could not be verified with a 0.015 inch mandrel due to the cut distal shaft. The dislodged stent returned on a non-medtronic snare. A number of non-medtronic devices also returned. Blood was visible on the dislodged stent. Deformation was evident to the dislodged stent wraps. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.